Manufacturer narrative:
Batch review performed on 04 december 2018: lot 102841: (B)(4) items manufactured and released on 13 october 2010 . Expiration date: 2015-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 7 years and 4 months after primary surgery. The surgeon resurfaced the original patella with another company's product and performed a poly swap.